Manufacturer narrative:
Device was not returned for root cause analysis. No previous repair has been noted in the last 12 months. An error history log was not provided to aid in the investigation. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed. Probable cause of the reported problem could not be determined.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's pump alarmed no disposable, and the patient silenced the alarm. Per reporter, the settings were reviewed and the pump was still beeping. Res vol is 20.1 ml, rate 5.2 ml/hour, volume given 219.90 ml. Per reporter, the pump was powered down and the patient clamped tubing closest to the port. Patient stated the clamp would not stay closed. Patient was instructed to gently tap the cassette on a hard surface while still attached. Pump was powered back on, and no disposable alarm persisted. Troubleshooting was unsuccessful. The event occurred while use with patient at home. No patient harm/adverse event reported.